Event description:
It was reported that a large volume infusor had a "plastic like particle" inside of the infusor. The report stated that the solution was filtered prior to the filling of the device. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was received for evaluation. A visual inspection identified that there was a piece of clear plastic material found floating freely in the fluid. If additional relevant information is obtained, then a follow-up report will be submitted.